Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the pump displayed occluded and the tubing filter was noted to be leaking at the connection while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
The customer¿s report that the pump displayed an occlusion alarm was confirmed and replicated during functional testing. The report of the tubing filter leaking at the connection was not confirmed. No anomalies observed during visual inspection of the tubing. No leaking was observed at the set¿s filter, tubing, other components, or connections during functional and pressure testing functional simulated infusion testing produced an occlusion alarm on the device. Resistance was also noted upon re-priming the tubing; however, with extra force the fluid was eventually able to flow through and exit as expected. The root cause of the tubing filter leaking at the connection was not identified, as it was not replicated during lab testing. The root cause of the occlusion that led to the occlusion alarm was not identified.

Event description:
It was reported that the filter on the tubing was leaking at the connection, as well as occlusion alarms occurring on the device while infusing in the nicu. There was no harm.